Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac malfunctioned with air was not pushing through and read alarm. The problem was discovered during testing and no patient involvement.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device evaluation determined the alarm reed needed replacement and the manometer needle was stuck after reaching peak value.